Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The visual inspection was performed and the device returned fractured in two sections. Evidence of wear reduction was noted. The sum of the proximal section with the distal section is according to specification. All the outer diameter measurements taken are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00103. It was reported that a rotawire detachment occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified middle of left anterior descending (lad) artery. During platforming, when the rotational speed of the burr was adjusted to 180,000rpm, it was noted that the rotawire was separated near the tip of the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
Same case as MDR ID: 2134265-2015-00103. It was reported that a rotawire detachment occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified middle of left anterior descending (lad) artery. During platforming, when the rotational speed of the burr was adjusted to 180,000rpm, it was noted that the rotawire was separated near the tip of the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.